Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that distortion of the distal conductor within the is-1 connector was observed during visual inspection. This is indicative of the connector pin being turned an excessive number of times during implant procedure. Therefore, no helix functions possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the screw mechanism got broken and would not retract or expand on the right atrial (ra) lead. The ra lead was replaced. No patient complications have been reported as a result of this event.